Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with injection of vancomycin (1 gm, discontinued, route and frequency not reported) and injection of meropenem (1 gm daily, discontinued, route not reported) for the event. The patient was recovering from the peritonitis event. Pd therapy was discontinued. No additional information is available.